Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 1 years and 11 months post implant of this 25mm aortic bioprosthetic valve, it was explanted and replaced with a 25mm valve of the same model. The reason for the replacement was not reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that changed the event description and device relatedness of this previously reported event. There is no evidence to suggest the device caused or contributed to a serious injury. Medtronic received additional information which stated that the reason for replacement was prosthetic aortic valve endocarditis due to osteomyelitis. It was reported that the infected valve was half-circumferentially dehisced and during the explant procedure, the valve was explanted after cutting only 6 annulus sutures and the annulus along the right coronary sinus was significantly damaged due to the dehiscence. It was reported that a 25mm aortic bioprosthetic valve was chosen to be implanted in the aortic position but after sutures were passed through the sewing ring, the valve was seated in the supra-annular fashion. However, it was observed that the annulus sutures along the right coronary cusp (rcc) were all dehisced and the left ventricular outflow tract (lvot) muscles were ¿completely destroyed.¿ an attempt was made to repair the area through the implanted valve but this was not possible due to limited visualization. Therefore, the valve was explanted. The lvot along the rcc was patch repaired using bovine pericardium and the bovine patch was sutured along the rcc. A new 25mm aortic bioprosthetic valve was then implanted in the supra-annular fashion. It was stated that the explanted aortic valve contained vegetations and the leaflets were observed to be slightly stenotic. It was noted that pathology results showed the presence of bacterial colonies with weakly gram-positive cocci while negative for fungal organisms. No additional adverse patient effects were reported. H6: codes updated medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.